Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due to high impedance readings on the leads. Therefore, the leads were explanted and replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: n/I, model: n/I, serial: n/I, batch: n/I.